Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a storage space error. A field service engineer applied grease to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a refrigerator failure. The customer reported that the refrigerator was not registering that as closed, it says failed to lock. The malfunction occurred while the user was trying to issue the medication to the patient, but the user was able to remove the med from another station there were no adverse events or injuries reported as a result of this incident.